Event description:
The complainant stated that a nurse was pushing the bed and the frame at the left foot went to the ground. There was not a patient in the bed. No injuries.

Manufacturer narrative:
The accounts maintenance isolated the issue to a broken weld on the beds base frame. A new base frame was sent to the account to repair the bed.